Event description:
It was reported that during an unspecified procedure, a blade was lifted from the cutting balloon following use. The lesion being treated was a stenosed anastomosis of a venous shunt. The lesion was predilated, however resistance was encountered so another attempt to predilate the lesion was made with the pcb 2cm cutting balloon. The stenosis was "long and hard in this area". The cutting balloon was inflated 3 times to a maximum of 10 atms and slowly deflated. The cutting balloon was then retrieved with no difficulties. Upon removal of the balloon catheter, one atherotome was found to be bent and partially lifted from the balloon surface. There was no pt consequence, and pt status was reported as 'okay'.

Manufacturer narrative:
Visual inspection of the balloon confirmed that the blade was intact and was partially lifted out of the pad from the proximal end of the balloon. It was noted that the blade on the proximal end has been pulled out of the pad as the blade tang is visible. This blade also had a crack visible 7mm from the blade end towards the distal end of the balloon and was bent proximal to the crack. The blade next to the partially detached blade was also cracked at the same location. No part of the blade is missing from the crack area. There was no damage to the distal end of the balloon. The other three blades were adhered to the balloon surface. The balloon was inflated to 4atm and a leak was evident on the distal end near the partially detached blade/pad. A blade mark was evident near the leak area. The device being used within a long stenosed lesion may have caused damage to the blades. As a result of this damage balloon refold may have been compromised; this may have resulted on the blade catching on the sheath during removal, causing the proximal end of one blade to become pulled from the balloon surface. The analysis confirmed a leak, which was not reported within the complaint. This leak may have occurred during the procedure as a result of balloon- blade contact and as confirmed by the blade mark near the leak area. The device history record has been reviewed and no issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. Root cause has been determined to be user related, as a 6fr sheath was used in the procedure and the directions for use state that minimum a 7fr sheath should be used. The use of the smaller than recommended sheath contributed to the blade being partially detached.